Manufacturer narrative:
Corrected data: d3, g1. Additional data: d9, h3. H6. Coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that the tulip of a xia 3 serrato polyaxial screw disengaged intra-operatively. The procedure was completed successfully with a 10 minute surgical delay and no adverse consequence to the patient.